Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as surgical impact and missing side assessed as inconclusive.(shell thickness was within specification). Additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.